Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient contact identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event the patient received an air detected in cassette alarm during cycle four of five. During troubleshooting it was verified that the connections were tight and the clamps were open. The treatment was cancelled and upon inspection the patient contact was unable to locate the source of the leak, no fluid was observed inside the cassette door or around the cycler. The technical support representative advised the cycler was available for continued use and to follow up with their peritoneal dialysis nurse. Additional information was solicited but unavailable.